Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4; b5; g3; h2; h3; h6. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2025-00294, 0001825034-2025-00296, 0001825034-2025-00297, 0001825034-2025-00298, 0001825034-2025-00299, 001825034-2025-00300. Visual examination of the returned product/provided photos identified damage to the sterile packaging (blister and/or pouch). Sterility has been compromised. The complaint was confirmed based on the evaluation of the returned product and provided photos. DHR was reviewed and no discrepancies related to the reported event were found. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the stem punctured the interior packaging resulting in a loss of sterility. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 51-100050 item name tprlc 133 fp type1 pps so 5.0 lot # 7255853, 51-101050 item name tprlc 133 fp type1 pps ho 5.0 lot # 7178386, 51-101060 item name tprlc 133 fp type1 pps ho 6.0 lot # 7161459, 51-103150 item name tprlc 133 t1 pps so 15x150mm lot # 7462705 , 51-100050 item name tprlc 133 fp type1 pps so 5.0 lot # 7481579, 51-103200 item name tprlc 133 t1 pps so 20x160mm lot # 6429500 , 51-103170 item name tprlc 133 t1 pps so 17x154mm lot # 7089384 , 51-101050 item name tprlc 133 fp type1 pps ho 5.0 # lot # 7194487, 51-100040 item name tprlc 133 fp type1 pps so 4.0 lot # 7650217, 51-100050 item name tprlc 133 fp type1 pps so 5.0 lot # 7508981 , 51-100040 item name tprlc 133 fp type1 pps so 4.0 lot # 7378161. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.